Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
In the evening, the replacement tube came out. The assumption was made that the balloon burst. The pt went to the hospital and the staff manually inserted a new tube at the bedside.